Event description:
It was reported to boston scientific corporation that a flexima ureteral catheter was used in the urinary bladder during a cystoscopy with retrograde pyelogram procedure performed on (B)(6) 2017. According to the complainant, during the procedure, a part of the catheter was broken into pieces and was dislodged in the catheter. The broken pieces was irrigated out of the bladder. There were no reported complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.